Event description:
Per the clinic, the patient developed an infection around the implant site (type not reported) approximately 1 month post-op. The wound was aspirated on multiple occasions over the course of three months in addition to antibiotic and anti-inflammatory medication, which did not resolve the issue. The patient was hospitalized at some point during treatment. On (B)(6) 2010, the patient underwent a wound exploration and debridement of the wound. The device was explanted on (B)(6) 2010. Reimplantation is planned, but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).